Event description:
It was reported that during a cryo ablation procedure, the patient experienced a phrenic nerve injury (pni) that recovered prior to discharge. The procedure was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The files did not show any system notices or issues. No product malfunction was reported, and no device was returned for analysis. A known clinical issue was encountered during the procedure. The clinical issue that was encountered is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.